Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿blunt traumatic aortic injury treated with endovascular aortic repair: does age influence the outcome? Lutz, m.; wippel, d.; loizides, a.; galijasevic, m.; schönherr, l.; gizewski, e.r.; wipper, s.; freund, m.; enzmann, f.k.  Journal of clinical medicine 2025, 14, 776.  Https://doi.org/ 10.3390/jcm14030776 a.2 & a.3 average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿blunt traumatic aortic injury treated with endovascular aortic repair: does age influence the outcome? The time frame of this study was over an eighteen year period. 70 patients were included in the study.  Multiple manufactures products were implanted. Medtronic valiant and talent stent grafts were implanted. The aim of this study was to evaluate age-related differences in outcomes among patients undergoing thoracic endovascular aortic repair (tevar) for blunt traumatic aortic injury (btai) among the patient population the following malfunctions occurred: kinking, inaccurate delivery no further information was provided pertaining to medtronic products.